Event description:
The customer reported that the system displayed an a/d channel error. This means the analog-to-digital channel failed during system start-up. This error will likely prevent the system from booting up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative evaluated the system and reset a tripped circuit breaker, and reseated circuit boards, cables, and connectors. The system operates as intended.